Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 349 mg/dl and a bolus was delivered to address the bg. During troubleshooting, 3 drops of insulin were observed exiting the tubing after filling with 5 units. The contact was to change all the pump supplies. Reportedly, humalog was used in the cartridge for 3 days. Tandem technical support informed the contact that humalog was labeled for 48 hour use with the cartridge.